Manufacturer narrative:
Date sent: 02/18/2009. V59h27 (second batch#); exp. Date = 12/2008 (for second batch #). (For second batch #): 01/2004. Evaluation summary: the analysis results found that the tlc75 device was received along a trt75 reload. The device was noted to have the halves mixed. The anvil half was from batch number e5mc1r and the channel half was from batch number v59h27. It should be noted that the channel half was manufactured in january 2004 meeting its expiration date of december 2008. In addition, the device scale was noted to be partially erased; this is consistent with a non-ees reprocessing of the device. The device was received with a reload loaded. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded in the device without any difficulties. It should be noted that each reload is 100% inspected through an automated vision system to ensure staple presence prior to shipment. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a trans hiatal esophagectomy procedure, the device fired without stapling; the tissue was cut. Surgeon was able to complete the procedure without harm to the patient.